Event description:
It was reported that the plunger in the bd¿ slip-tip disposable tuberculin syringe was damaged and couldn't be pulled out. The following information was provided by the initial reporter: "the hospital found one syringe has a... Issue that cannot be pulled out did you experience any adverse events as a result of this reported defect? We have received customer complaints due to this syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. Investigation summary: one photo of a 1ml syringe (p/n ¿ 309659) was received and evaluated. The image shows one loose syringe with the plunger rod partially removed from the barrel with damage to the plunger rod about a ½¿ from the thumbrest. There is damage to one side of the plunger rod with material removed and pushed over to the other side of the plunger rod. The observed condition is non-conforming per product specification. Potential root cause for the plunger rod damaged defect is associated with the assembly process. (B)(4). These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1090659 is considered in compliance with our product specification requirements.